Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was reproduced. Evaluation had the device sent to flow line for downstream occlusion testing with a failed result due to a false downstream occlusion. A review of the event history log revealed multiple "downstream occlusion!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the force sensor out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.